Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer (sbc) was evaluated and identified as requiring replacement/upgrade. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the workstation intermittently locked up. No patient serious injury or death was reported related to this event.